Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of chest pain. Upon interrogation it was noted that the right atrial (ra) lead exhibited loss of capture at maximum outputs. Subsequently the ra lead was explanted due to a dislodgement. No additional adverse patient effects were reported.